Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they observed an oily clot in the sample. The ccc specialist recommended that the customer follow the spin guidelines from the tube manufacturer. The customer indicated that they follow their own different guidelines, which they validated. The customer ran quality controls and precision testing, which were acceptable. The cause of the discordant, falsely low na, k and cl results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension rxl max with hm instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.